Event description:
Mederi rf was contacted post procedure from a physician regarding a patient's stretta procedure. The physician performed the procedure successfully and indicated there were no complications with performance of the product during the procedure. The patient contacted the physician regarding an adverse event the patient believes may have been in relation to the procedure.

Event description:
Mederi rf was contacted post procedure from a physician regarding a patient's stretta procedure. The physician performed the procedure successfully and indicated there were no complications with performance of the product during the procedure. The patient contacted the physician regarding an adverse event the patient believes may have been in relation to the procedure.